Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (300-400s mg/dl) with large ketone levels. The customer did not what caused the high bg level. The customer's healthcare provide recommended the customer go to the emergency room; however, the customer did not go. A correction bolus and insulin injections were used to address the bg level.